Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have curved blade broken at the middle. A piece approximately 6.0 mm x 2.1 mm was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken blade do not show damage. The complaint regarding the head of the ultrasonic scalpel broke was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the head of harmonic ace instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken part of tip was completely detached from the instrument. No fragment fell into the patient. The instrument was inspected prior to use with no noted damage. The quality of the equipment is not good.